Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -12.5/3.5/77 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The surgeon reports the patient experienced excessive vaulting, halo/glares and iris transillumination. It was indicated that it is planned to monitor the patient over 6 months. Lens remains implanted.

Manufacturer narrative:
H6 - health effect clinical code: 4581 - iris transillumination. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).